Event description:
Medtronic ent (ment) sales representative reported a case using the fusion system navigating the rad12 blade (used with medtronic ent xps system) and straight suctions. Doctor initially indicated that he was 2mm inaccurate deep in the sinuses (he subsequently updated this allegation to 4-5 mm). Subsequent info from the hospital indicated there were insufficient tracer points collected on the left side of the pt's head and that there was magnetic interference. Doctor decided to abort navigation and proceeded with surgery, nicking the dura after aborting navigation. Csf leak was successfully repaired, and pt is doing well. Note: medtronic xomed is filing a separate medwatch report 1045254-2009-00018. For the rad12 navigated blade used with the fusion system in this event. In medtronic image guided surgery (igs) clinical specialist visit to the hospital site after the incident, the following additional info was obtained---tracer registration was done only mid-brow to mid-brow, different from recommendation in fusion software IFU and as indicated in earlier in-service training. Nurse involved on the case had requested a more correct tracing registration but doctor declined based on medtronic sales representative not correcting his tracing method.

Manufacturer narrative:
Medtronic ent image guided surgery specialist visited site after the case, tested the fusion system and found it and all associated instruments to be working properly. Doing correct tracer registration was part of repeat in-service training provided at this time to the doctor, or and biomed staff, plus the medtronic ent sales representative. Recommended tracer pattern is shown in the fusion software IFU. It was also emphasized that the use of navigation does not override the dr's own judgement. Pt is doing well.